Manufacturer narrative:
Follow-up #1 date of submission 09/05/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was fully intact but found to be worn. The contrast and up button were intermittently unresponsive and the other button contacts respond appropriately. Removed the keypad and there was contamination under up, down and contrast buttons. Unrelated to the complaint, the display lens was found to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the backlight button on the pump is not working and that the 'up' button must be pressed several times before it responds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.